Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose was over 500 mg/dl. The customer stated that she is not receiving any no delivery alarms. The customer stated that she changed her sets, insulin and reservoir and still has high blood glucose. The customer stated that she has been under a lot of stress too. The customer stated that she went to the hospital, but not due to high blood glucose readings. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.